Manufacturer narrative:
(B)(4). To date, the generator has not been received for eval. If the unit is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that a pt underwent a posterior cervical lymph node biopsy during which electrocautery dissection was initiated and the pt sustained a flash burn from a pocket of oxygen that had accumulated underneath the surgical drape. The pt received 2nd degree burns to her forehead, left cheek and ear and blistering in her mouth which was treated with cream. She was monitored by a plastic physician and healing very well. The risk manager states that from their investigation it is felt that the device was not at fault.